Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system (sds) was implanted to treat an abdominal aortic aneurysm. Reportedly, the sds was delivered and deployed on-label without any issues. Approximately 9 (nine) months post procedure, at a routine visit, narrowing 40mm ir just above flow divider of the unsupported section of the aortic body of the stent graft was identified. The aaa is excluded an stable with apparent type 2 endoleaks. There are no clinical sequelae associated with the narrowing. At this time there is no re-intervention planned. The patient will continue to be monitored.

Manufacturer narrative:
Based on description of the event and medical information available, clinical assessment confirmed the reported events of the type ii endoleak (lumbar) and aortic body narrowing. Type ii endoleaks are not device related, rather anatomy related. The root cause for the aortic body narrowing was most likely due to the off label 71° infrarenal neck anatomy. The instructions for use (IFU) states the aortic neck angle should be less than or equal to 60°. The narrowing of the aortic body occurred at the area of the angulation. Procedure related harms for this complaint could not be determined. The final patient status was not reported. Additionally, it should be noted that per the IFU rotating the entire delivery system as a unit is acceptable. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Results codes - 3233 removed, correction. Conclusion codes - 11 removed, correction.